Manufacturer narrative:
Block b3: exact date unknown, event occurred around the year of 2023. Block d6b: explant date: around the year of 2023 additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7073296 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI) #: (B)(4). Number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7073146 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure.